Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device was not delivering insulin. Customer's blood glucose was over 500 mg/dl. During troubleshooting, found the cannula was bent. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.